Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported on (B)(6) 2020 that the device, l3000lg, was "the set had been removed from the washer and was sitting on the shelf waiting to be sorted. I have just spoken to the member of the night team again and the battery was not on the charging base. The staff realized there was a smell of burning and then saw the smoke coming from the battery unit. It was nowhere near any electrical unit." Upon further assessment, it was discovered that there was no report of injury, medical intervention or hospitalization due to this event. There was also a report of sparks and small flame inside the battery. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction h10: this is not a lot number device so "a DHR review cannot not be conducted as no lot number was provided. A two-year lot history review cannot be conducted as no lot number was provided." Is incorrect. A DHR review cannot not be conducted as no serial number was provided.

Manufacturer narrative:
Customer event "charging base smoking" was confirmed based on photographic evidence. The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. The photographs provided by the customer show evidence of the battery having overheated and melted. A DHR review cannot not be conducted as no lot number was provided. A two-year lot history review cannot be conducted as no lot number was provided. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not short circuit battery terminals or allow them to come into contact with metal objects. This could cause a shock or burn injury and also damage the battery pack. Inspect battery pack for damage (e.g., cracks in battery case, corrosion on contacts, etc) prior to use. Do not use damaged battery packs. If battery pack is damaged and leakage or residue is noticed, do not allow it to come in contact with skin, eyes or clothing. Burns may result. If contact occurs, flush area with copious amounts of water and seek medical attention immediately. Dispose of or recycle in accordance with your local, state and government regulations. The battery pack used in this device may present a risk of fire or chemical burn if mistreated. Do not disassemble, heat above 278°f (137 °c), or incinerate. Replace battery with approved hall lithium batteries only. Use of another battery may present a risk of fire or explosion. This issue will continue to be monitored through the complaint system to assure patient safety.